Manufacturer narrative:
The leadcare ii blood lead analyzer and adapter was returned to (B)(4) for evaluation. During investigational testing, the returned unit was unable to power on. Because the customer indicated a burning smell and the result was total power loss, this is being reported because it has the potential for thermal injury. No report of injuries or erroneous results from the user facility. (B)(4).

Event description:
User facility contacted (B)(4) product support team to report that while performing testing on their leadcare ii blood lead testing system that the analyzer began to smoke and produce a burning smell.